Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the up and down arrow buttons are unresponsive when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/22/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button is unresponsive. All other keypad buttons were found to be responding appropriately. There was evidence of contamination found under all key contacts.